Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a inguinal hernia. It was reported that after the implant, the patient experienced fluid collection, dilation of loop of small bowel; anastomosis, small bowel obstruction, ileus, fat stranding, skin thickening, scar, reactive skin, foreign body granulomatous reaction, cellulitis, skin redness, abdominal pain, abdominal distention, tenderness, nausea, adhesions, vomiting, infection, abscess, pus/purulent drainage, sinus tract, open wound, fever, atelectasis. Post-operative patient treatment included CT scan, hospitalization, ng tube, IV fluids, bowel rest, pain medication, exploratory laparotomy, lysis of adhesions, small bowel resection, anastomosis resected, antiemetics, incision and drainage of abscess, wound vac, wound care, wound exploration.

Manufacturer narrative:
H6 ime e2402: ileus, skin thickening, sinus tract, atelectasis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.